Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing using known good batteries without duplicating the report. The device was recertified and returned to the customer. The batteries used at the time of the report were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.